Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device as of the date of this report. This report is submitted on january 31, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 26, 2022.

Manufacturer narrative:
This report is submitted on november 18, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.